Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review was conducted of all applicable material records, manufacturing records, storage records, and distribution records. All records revealed the product was manufactured within specifications and maintained and distributed in accordance with all federal, state and operating procedures. Based on record review and all available information, it is determined the 4.0 mm rigid screw, self drilling, 16mm design conformed to all applicable standards and there was no deviation in the manufacture process. There is no indication this issue was a result of product defect or malfunction.

Event description:
Globus medical, inc. Received notification from a sales representative, via a company processing/evaluation form, that one (1) globus manufactured screw had backed out after implantation. In 2008, a female patient underwent a 4 level acdf surgery. The surgeon implanted variable screws superior to the construct and fixed screws at the inferior part of the construct. On review of a post-operative x-ray, it was revealed that one of the fixed screws had backed out. Eight months later, the patient underwent a subsequent surgery and the surgeon removed a 4.0mm x 16mm fixed angle screw from the acdf. New 4.5mm x 14mm fixed angle screws were then placed in the patient with no complications. Globus medical, inc. Was notified of the complaint on 4/10/2009 by a globus medical, inc. Representative.